Manufacturer narrative:
Documentation of the incident was reviewed by hewlett-packard r&d. They reviewed full disclosure printouts that were provided from the customer. They examined the waveforms, the analysis of the waveforms, and the alarm behavior. They concluded that during the incident, the hewlett-packard component monitor with arrhythmia analysis did perform as designed and documented. The behavior of the system is documented in: m2300-91934, hp omnicare component central monitor, released d, user's reference manual, may 1997, pages 5-7. A normally operating m2360a does inhibit repeat alarms from occurring within a certian time window after thi initial alarm is announced. A higher priority alarm will always be announced if it is detected during this inhibitory period. This behavior is well documented as normal operation of the m2360a. The system has been in operation since the incident.

Event description:
The customer reported that the component central monitor alarmed for v-tech and the "adg" transmitted the page to the nurse. The initial onset of v-tech was repeated two times during the seven minutes from the initial page to the asystole event page. The customer wants to know why the component central monitor didn't re-alarm for the two other v-tech events. The pt was paced, but pacing was not on. The nurse felt she had five minutes to respond to the v-tech page. The pt expired.